Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('possible essure coils perforating the fallopian tube(s);') and pelvic pain ('sharp stabbing pain in pelvic area') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included nickel sensitivity and uterine fibroid. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("sharp stabbing pain left side abdomen"), menorrhagia ("8-10 day menstrual period heavy bleeding") and dysgeusia ("metal taste"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy (lavh), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, menorrhagia and dysgeusia outcome was unknown. The reporter considered abdominal pain, dysgeusia, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. The reporter commented: as per mr, discrepancy noted in date of insertion: (B)(6) 2014 procedure: I saw 1 coil outside of the tubal ostia. This same procedure was repeated on the patient's left. One coil was seen outside the tubal ostia on the left. Because of the fact that the patient had some endometrial lining, the procedure was more challenging. The patient was awoken and sent to the post anesthesia care unit in stable condition. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation. Quality-safety evaluation of ptc: safety-quality evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 8-mar-2021: this case become serious incident. Mr received. Reporter information, patient's medical history, event "possible essure coils perforating the fallopian tube(s)", removal details, auto narrative supplement and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('possible essure coils perforating the fallopian tube(s);') and pelvic pain ('sharp stabbing pain in pelvic area') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included nickel sensitivity and uterine fibroid. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("sharp stabbing pain left side abdomen"), menorrhagia ("8-10 day menstrual period heavy bleeding") and dysgeusia ("metal taste"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy (lavh), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, menorrhagia and dysgeusia outcome was unknown. The reporter considered abdominal pain, dysgeusia, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. The reporter commented: as per mr, discrepancy noted in date of insertion: (B)(6) 2014 procedure: I saw 1 coil outside of the tubal ostia. This same procedure was repeated on the patient's left. One coil was seen outside the tubal ostia on the left. Because of the fact that the patient had some endometrial lining, the procedure was more challenging. The patient was awoken and sent to the post anesthesia care unit in stable condition. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.